Manufacturer narrative:
The customer did not return the product for evaluation. Additionally, as the test strip lot # associated with the event was not provided, in-house testing could not be performed using the in-house samples. A device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from mexico reported that within 10 minutes, she obtained blood glucose readings of 451 mg/dl and 141 mg/dl with the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.